Manufacturer narrative:
(B)(4). It was reported that the device had performance fixation feature breakage intra-op. It was received for analysis a labeled winding former and a needle/suture combination of product code sxpp1a404. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Slight marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined, body fluids at the barbs and a side of fixation tab broken was noted. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent pancreaticoduodenectomy on (B)(6) 2019 and the barbed suture was used. It was reported that during surgery the surgeon tried to close the fascia with the suture during abdominal closure. It was reported that at the edge of the affected wound a cross stitch was put as per the recommended procedure. Then, when the suture was pulled in the next stitch, the whole suture escaped from the tissue. At that time, half of the fixation tab came off the suture. Another like device was used to complete the procedure. There were no adverse patient consequences reported.